Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.  A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "leaking" and "ripples".

Event description:
Patient reported, "I have been having a lot of issues with them and they are leaking for sure, they have so many ripples from leaking and they weren¿t like that the first 5 years. Idk if it¿s a slow leak or what but something has definitely happened to them. And they have caused me so many issues I been in and out of the ER for the past 5 years comparing about these problems." This record is for the left side. Device remains implanted.